Event description:
It was reported the patient (mexico) is experiencing unpleasant stimulation in his arms. Lead diagnostics showed all contacts 1300 - 1800 ohms. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.